Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call of missing pieces from the reservoir compartment of the insulin pump. The customer's blood glucose level is unknown. The husband stated that the plastic has deteriorated where the reservoir screws in. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, and minor scratches on the display window.